Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was implanted on (B)(6) 2024. During a routine three (3) month transesophageal echocardiography (tee) an 8mm thrombus appeared on the top of the closure device. There was no intervention performed, and the physician will monitor it at the next tee follow up.